Event description:
Boston scientific (bsc) crm received information that p-waves have been historically low and today no p-waves were visable. Undersensing was suspected as there was pacing into the p-wave and no capture due to refractory tissue. Atrial threshold and impedance measurements were within normal limits so there doesn't appear to be a lead integrity issue. A bsc crm technical services consultant discussed the clinical observations with the caller and stated that they may have to consider repositioning the lead in order to improve atrial sensing since they cannot adjust the device sensitivity any further.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.